Event description:
Per review of presentation notes from the 2025 catheter ablation conference, it was reported that following left atrial roofline ablation (off-label use) for persistent atrial fibrillation, the patient experienced gastroesophageal motility disorder. This 78-year-old man with a bmi of 21 underwent pulmonary vein isolation (pvi) and left atrial roof line ablation for the treatment of persistent atrial fibrillation using a polarx catheter. The roof line was created with 150 to180 seconds of cooling, which was stopped if a drop in esophageal temperature was observed. A post-isolation voltage map confirmed the formation of a band-like block line on the left atrial roof. Approximately four (4) days postoperatively, the patient began experiencing abdominal bloating and hiccups. CT imaging revealed gastric dilation, and a diagnosis of gastroesophageal motility disorder was made. After several days of fasting and IV fluid replacement, conservative treatment was initiated with oral medications (rikkunshito, mosapride, and acotiamide). Symptoms gradually improved over 1 to 2 months post-procedure, and currently, more than six months after the procedure, the symptoms have almost completely resolved without medication. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
B3: date of event has been populated as 01/01/2024. The event date was not provided. Given that the presentation was given prior to the reporting date of 05/30/2025 and it explains the patient symptoms were reviewed 6 months post operatively, we can consider that the procedure took place sometime in 2024. Detailed product information was not provided to bsc. As the information was provided via a literature presentation review, a good faith effort to obtain the information was not possible. As there was no indication of product malfunction, and the complications occurred post operatively, the device was disposed of, and the detailed device information cannot be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.